Manufacturer narrative:
This is an initial report. Follow up report will be submitted if the product is returned for evaluation.

Event description:
Customer reported receiving an error message on her unlocked freestyle flash meter. The battery and booklet icons also were present. These are indications that the meter is experiencing memory overwrite. The meter will be investigated if it is returned. There was no report of death, serious injury or mistreatment associated with this event.